Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported 3 sensors with inaccuracies, and during 1 of these sensor sessions the patient was hospitalized. The reporter stated that the patient was hospitalized for 4 days due to the inaccurate cgm readings. The patient experienced dizziness and shaking. The reporter provided examples of inaccurate reading, but it was not known at what time during the event they were taken. Once the cgm was reading 232 mg/dl and the blood glucose reading was 161 mg/dl, and at another moment the cgm was reading 393 mg/dl and the blood glucose reading was 281 mg/dl. At one point the patient was treated with 6 units of insulin by the reporter, but the reporter could not confirm if any additional treatment was given. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid for the example values provided. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.